Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively pacing failure was suspected. It was also reported that an x-ray was taken and the right ventricular (rv) lead was out of alignment with the apex direction and that the slack was gone in comparison to the x-ray taken on the day of implant. It was further noted that the patient's heart rotated strongly as the diaphragm lowered and the physicians mentioned that the rv lead was pulled and this led to dislodgement due to this movement. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.